Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0n5k2, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0n0xr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a coupling problem where she was having issues getting efficiency bars on the recharger. The recharger was not charging past half a battery. The patient felt her implantable neurostimulator (ins) sitting at an angle in the pocket. The patient tried to connect with her recharger but could not get more than two coupling boxes. It was indicated since implant, the patient still had tremor and still had pain from her dystonia. The patient was to have more programming done on (B)(6) 2014. Additional information received reported the patient still had concerns regarding their device or therapy but they were working with their doctor or manufacturer representative and had an appointment on (B)(6) 2014. Later it was reported that the battery was not charging. An x-ray showed that the device was flipped. The event was related to the device or therapy and possibly related to the implant procedure. Interventions included device surgical repositioning. The outcome was reported as resolved without sequelae on (B)(6) 2015. The next day the patient reported that there was a communication problem. The patient was recharging on the day of report. The patient had just had surgery. The patient reported that when she recharged she typically held it in place or uses tape. When the patient used tape she gets better coupling. The patient stated when she took the recharger off to take a break the tape got worn out, however she stated that she had a basket that held the tape which was provided for her. The patient also reported never having therapeutic effect. The patient reported that she received device for dyskinesia and stomach pain however the patient reported it never helped with stomach pain. Later it was reported that shortly after surgery the patient had trouble getting all bars to light up while charging. The patient asked the manufacturing representative for assistance and it was discovered that the patient was not positioning the charger correctly. The patient reports currently she has no trouble charging and all bars would light up.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient was seen and reported shortly after being replaced she had trouble charging. The patient asked the manufacturing representative and was informed that she was not positioning the charger correctly. Currently the patient reports no problems.